Event description:
A malfunction alarm was reported by the customer, identified by malfunction code ¿malf 0.¿ there was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue recurred.